Event description:
It was reported to philips that the wireless footswitch was not working. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the wireless footswitch and basestation which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that wireless footswitch does not work. Upon troubleshooting fse identified that battery indicator was in green and wi-fi indicator in red. The cause of the wireless footswitch defect confirmed by the supplier's part analysis as the wireless footswitch malfunction is confirmed and for base station no issue was identified. Fse replaced the wireless footswitch and base station, after replacement of the footswitch and base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.